Manufacturer narrative:
(B)(6). The device was manufactured from march 5, 2019 - march 7, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of a leak/backflow from the fillport. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced fluid leakage at the filling port. This occurred prior to patient use. There was no patient involvement. No additional information is available.